Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device migration from her right fallopian tube to her uterus"), embedded device ("the device is currently embedded") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(4) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation") and dyspareunia ("painful intercourse"). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, embedded device, genital haemorrhage, menometrorrhagia and dyspareunia outcome was unknown. The reporter considered device expulsion, dyspareunia, embedded device, genital haemorrhage and menometrorrhagia to be related to essure (ess205). The reporter commented: plaintiff's hysterectomy was currently scheduled to occur in (B)(4) 2017. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation (the location of the perforation: uterus)/ perforation/ organ perforation/ uterus perforation"), device expulsion ("device migration from her right fallopian tube to her uterus/ migration of device"), embedded device ("the device is currently embedded / left essure coil appearing to be in the endometrium") and genital haemorrhage ("heavy bleeding/ bleeding / unusual bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure". The patient's past medical history included gravida ii, parity 1 in 1995, birth control pill from 2000 to 2005, menorrhagia, cervical dysplasia, osteopenia, pap smear abnormal, ex-smoker (quit at age 35 smoked for 15 years), tonsillectomy, cholecystectomy and abortion. Previously administered products included for an unreported indication: anesthesia. Past adverse reactions to the above products included nausea with anesthesia. Concurrent conditions included cholecystectomy (gallbladder was not functioning) since 2006 and alcohol use (a glass a day, wine). Family history included osteoporosis (maternal grand-mother). Concomitant products included esomeprazole magnesium (nexium) since 2011 and lansoprazole (prevacid) since 2011 for acid reflux (oesophageal) as well as anesthetics, general (general anesthesia). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe cramps and pains (menstrual)/ menstrual cramping"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritability") and fatigue ("fatigue due to the device"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), back pain ("lower back pain (spasms and aching) / lower back spasms/ back spasm pain/ back aching pain"), abdominal pain lower ("severe cramps / cramping") and menorrhagia ("heavy menstruation"). The patient was treated with ibuprofen and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, embedded device, menometrorrhagia, dyspareunia, irritability, fatigue and menorrhagia outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff's hysterectomy was scheduled to occur in (B)(6) 2017. Plaintiff states that she spoke with her physician in (B)(6) 2017 concerning the removal of her device. In (B)(6) 2017, there was a test performed to confirm migration of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Bone densitometry - on (B)(6) 2016: osteopenia. Pathology test - on (B)(6) 2017: bilateral essure coils present . Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Event onset dates updated. Event heavy menstruation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation (the location of the perforation: uterus)/ perforation/ organ perforation/ uterus perforation"), device expulsion ("device migration from her right fallopian tube to her uterus/ migration of device"), embedded device ("the device is currently embedded / left essure coil appearing to be in teh endometrium") and genital haemorrhage ("heavy bleeding/ bleeding / unusual bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1995, birth control pill from 2000 to 2005, menorrhagia, cervical dysplasia, osteopenia, pap smear abnormal, ex-smoker (quit at age 35 smoked for 15 years), tonsillectomy, cholecystectomy and abortion. Previously administered products included for an unreported indication: anesthesia. Past adverse reactions to the above products included nausea with anesthesia. Concurrent conditions included cholecystectomy (gallbladder was not functioning) since 2006 and alcohol use (a glass a day, wine). Family history included osteoporosis (maternal grand-mother). Concomitant products included esomeprazole magnesium (nexium) since 2011 and lansoprazole (prevacid) since 2011 for acid reflux (oesophageal) as well as anesthetics, general (general anesthesia). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe cramps and pains (menstrual)/ menstrual cramping") and back pain ("lower back pain (spasms and aching) / lower back spasms/ back spasm pain/ back aching pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), fatigue ("fatigue due to the device") and abdominal pain lower ("severe cramps / cramping"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure"). The patient was treated with ibuprofen, surgery (vaginal hysterectomy with bilateral salpingectomy).essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, embedded device, menometrorrhagia, dyspareunia, irritability, fatigue and treatment noncompliance outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff's hysterectomy was scheduled to occur in (B)(6) 2017. Plaintiff states that she spoke with her physician in (B)(6) 2017 concerning the removal of her device. In (B)(6) 2017, there was a test performed to confirm migration of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Bone densitometry - on (B)(6) 2016: osteopenia. Pathology test - on (B)(6) 2017: bilateral essure coils present . Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received - outcome for the event genital bleeding, pain and cramping" was added as recovered. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture or breakage'), uterine perforation ('organ perforation (the location of the perforation: uterus)/ perforation/ organ perforation/ uterus perforation'), device expulsion ('device migration from her right fallopian tube to her uterus/ migration of device'), embedded device ('the device is currently embedded / left essure coil appearing to be in the endometrium') and genital haemorrhage ('heavy bleeding/ bleeding / unusual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included birth control pill from 2000 to 2005, parity 1 in 1995, gravida ii, menorrhagia, cervical dysplasia, osteopenia, pap smear abnormal, ex-smoker (quit at age 35 smoked for 15 years), tonsillectomy, cholecystectomy and abortion. In (B)(6)2017, she underwent a test to confirm migration of the device. (B)(6)2017: pelvic ultrasound performed which a 11.2mm endometrial thickness with the left essure coil appearing to be in the endometrium. (B)(6)2017: hysterosalpingography impression: no spillage. Proximal one third of the left essure device appears to be in the left side of the endometrial cavity (B)(6)2017. Surgical pathology report final diagnosis: uterus and cervix (132 grams) with bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy bilateral fallopian tubes with complete cross sections obtained bilaterally. Negative for fimbrial atypia bilaterally, benign paratubal cyst present. Bilateral essure coils present. Gross description: it consists of a 132 gram uterus with attached cervix, 11 cm in length, 5.5 cm from lateral to lateral, and 4.5 cm from anterior to posterior. Extending from the bilateral cornu and into the endometrial cavity, there are essure coils, the right side extends 1 cm and the left side extends 2.5 cm. The tissues surrounding the coils are fibrotic. The right coil also extends outside the uterus secondary to fallopian tube amputation. Digital images are obtained. A second small 0.5 cm lower anterior myometrial white nodule is present. Separately in the container are undesignated congested bilateral fallopian tubes, each is 6.5 crn in length and 0.5 cm in diameter. Within the fimbria of one is a tethered translucent paratubal cyst 0.9 cm in diameter. A normal appearing lumen is present on cut sections. Representative sections to include entire fimbria are submitted current weight: 135 lbs. Approximate weight at the time of essure placement: 118 lbs. Previously administered products included for an unreported indication: anesthesia. Past adverse reactions to the above products included nausea with anesthesia. Concurrent conditions included cholecystectomy (gallbladder was not functioning) since 2006, alcohol use (a glass a day, wine) and joint pain. Family history included osteoporosis (maternal grand-mother). Concomitant products included esomeprazole since 2011 and lansoprazole (prevacid) since 2011 for acid reflux (oesophageal) as well as anesthetics, general. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvis pain / pain") and abdominal pain lower ("severe cramps / cramping"). In 2005, the patient experienced dysmenorrhoea ("severe cramps and pains (menstrual)/ menstrual cramping") and back pain ("lower back pain (spasms and aching) / lower back spasms/ back spasm pain/ back aching pain"). In (B)(6)2016, the patient experienced irritability ("irritability") and fatigue ("fatigue due to the device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstruation") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pelvic pain, menometrorrhagia, dyspareunia, irritability, fatigue, menorrhagia and menstrual disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff states that she spoke with her physician in (B)(6)2017 and (B)(6)2017 concerning the removal of her device. In (B)(6)of 2017, there was a test performed to confirm migration of the device. Confirmed pou yes( as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Bone densitometry - on (B)(6)2016: results: osteopenia.. Pathology test - on (B)(6)2017: results: bilateral essure coils present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events: device fracture or breakage, unusual periods added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation (the location of the perforation: uterus)/ perforation/ organ perforation/ uterus perforation"), device expulsion ("device migration from her right fallopian tube to her uterus/ migration of device"), embedded device ("the device is currently embedded / left essure coil appearing to be in teh endometrium") and genital haemorrhage ("heavy bleeding/ bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1995, birth control pill from 2000 to 2005, menorrhagia, cervical dysplasia, osteopenia, pap smear abnormal, ex-smoker (quit at age 35 smoked for 15 years), tonsillectomy, cholecystectomy and abortion. Previously administered products included for an unreported indication: anesthesia. Past adverse reactions to the above products included nausea with anesthesia. Concurrent conditions included cholecystectomy (gallbladder was not functioning) since 2006 and alcohol use (a glass a day, wine). Family history included osteoporosis (maternal grand-mother). Concomitant products included esomeprazole magnesium (nexium) since 2011 and lansoprazole (prevacid) since 2011 for acid reflux (oesophageal) as well as anesthetics, general (general anesthesia). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe cramps and pains (menstrual)/ menstrual cramping") and back pain ("lower back pain (spasms and aching) / lower back spasms/ back spasm pain/ back aching pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), fatigue ("fatigue due to the device") and abdominal pain lower ("severe cramps"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure"). The patient was treated with ibuprofen, surgery (vaginal hysterectomy with bilateral salpingectomy), surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, embedded device, genital haemorrhage, menometrorrhagia, dyspareunia, dysmenorrhoea, irritability, fatigue, treatment noncompliance and abdominal pain lower outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff's hysterectomy was scheduled to occur in (B)(6) 2017. Plaintiff states that she spoke with her physician in (B)(6) 2017 and (B)(6) 2017 concerning the removal of her device. In (B)(6) 2017, there was a test performed to confirm migration of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Bone densitometry - on (B)(6) 2016: osteopenia. Pathology test - on (B)(6) 2017: bilateral essure coils present . Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical record received. Event severe cramps, lower back pain, irritability, fatigue was added and event heavy bleeding, organ perforation, uterus perforation, migration of device, menstrual cramping and pelvis pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation (the location of the perforation: uterus)/ perforation"), device expulsion ("device migration from her right fallopian tube to her uterus"), embedded device ("the device is currently embedded") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1995 and birth control pill. Concurrent conditions included cholecystectomy since 2006. Concomitant products included ibuprofen. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005 the patient experienced pelvic pain ("pelvis pain"), dysmenorrhoea ("severe cramps and pains (menstrual)") and back pain ("lower back pain (spasms and aching) / lower back spasms").on an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), irritability ("irritability"), fatigue ("fatigue due to the device") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (removal of essure). At the time of the report, the uterine perforation, device expulsion, embedded device, genital haemorrhage, menometrorrhagia, dyspareunia, dysmenorrhoea, irritability, fatigue and treatment noncompliance outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, pelvic pain, treatment noncompliance and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff's hysterectomy was scheduled to occur in (B)(6) 2017. Plaintiff states that she spoke with her physician in (B)(6) 2017 and (B)(6) 2017 concerning the removal of her device. In (B)(6) of 2017, there was a test performed to confirm migration of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 8-jan-2018: new events added: organ perforation/ the location of the perforation: uterus, severe cramps and pains (menstrual), lower back pain (spasms and aching), lower back spasms, irritability, fatigue due to the device, pelvis pain and plaintiff did not use any birth control or contraception at any time following your essure placement procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture or breakage'), uterine perforation ('organ perforation (the location of the perforation: uterus)/ perforation/ organ perforation/ uterus perforation'), device expulsion ('device migration from her right fallopian tube to her uterus/ migration of device'), embedded device ('the device is currently embedded / left essure coil appearing to be in the endometrium') and genital haemorrhage ('heavy bleeding/ bleeding / unusual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure". The patient's medical history included birth control pill from 2000 to 2005, parity 1 in 1995, gravida ii, menorrhagia, cervical dysplasia, osteopenia, pap smear abnormal, ex-smoker (quit at age 35 smoked for 15 years), tonsillectomy, cholecystectomy and abortion. In (B)(6) 2017, she underwent a test to confirm migration of the device. (B)(6) 2017: pelvic ultrasound performed which a 11.2mm endometrial thickness with the left essure coil appearing to be in the endometrium. (B)(6) 2017: hysterosalpingography impression: no spillage. Proximal one third of the left essure device appears to be in the left side of the endometrial cavity. (B)(6) 2017. Surgical pathology report final diagnosis: uterus and cervix (132 grams) with bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy bilateral fallopian tubes with complete cross sections obtained bilaterally. Negative for fimbrial atypia bilaterally, benign paratubal cyst present. Bilateral essure coils present. Gross description: it consists of a 132 gram uterus with attached cervix, 11 cm in length, 5.5 cm from lateral to lateral, and 4.5 cm from anterior to posterior. Extending from the bilateral cornu and into the endometrial cavity, there are essure coils, the right side extends 1 cm and the left side extends 2.5 cm. The tissues surrounding the coils are fibrotic. The right coil also extends outside the uterus secondary to fallopian tube amputation. Digital images are obtained. A second small 0.5 cm lower anterior myometrial white nodule is present. Separately in the container are undesignated congested bilateral fallopian tubes, each is 6.5 crn in length and 0.5 cm in diameter. Within the fimbria of one is a tethered translucent paratubal cyst 0.9 cm in diameter. A normal appearing lumen is present on cut sections. Representative sections to include entire fimbria are submitted current weight: 135 lbs. Approximate weight at the time of essure placement: 118 lbs. Previously administered products included for an unreported indication: anesthesia. Past adverse reactions to the above products included nausea with anesthesia. Concurrent conditions included cholecystectomy (gallbladder was not functioning) since 2006, alcohol use (a glass a day, wine) and joint pain. Family history included osteoporosis (maternal grand-mother). Concomitant products included esomeprazole since 2011 and lansoprazole (prevacid) since 2011 for acid reflux (oesophageal) as well as anesthetics, general. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvis pain / pain") and abdominal pain lower ("severe cramps / cramping"). In 2005, the patient experienced dysmenorrhoea ("severe cramps and pains (menstrual)/ menstrual cramping") and back pain ("lower back pain (spasms and aching) / lower back spasms/ back spasm pain/ back aching pain"). In (B)(6) 2016, the patient experienced irritability ("irritability") and fatigue ("fatigue due to the device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), menorrhagia ("heavy menstruation") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pelvic pain, menometrorrhagia, dyspareunia, irritability, fatigue, menorrhagia and menstrual disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, irritability, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff states that she spoke with her physician in (B)(6) 2017 and (B)(6) 2017 concerning the removal of her device. In (B)(6) 2017, there was a test performed to confirm migration of the device. Confirmed pou yes( as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Bone densitometry - on (B)(6) 2016: results: osteopenia.. Pathology test - on (B)(6) 2017: results: bilateral essure coils present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.